Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the anatomy and is not returning for analysis. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed for elevated mitral mean gradient pressure post procedure and death. It was reported that on (B)(6) 2018, the patient presented with mitral regurgitation (mr) grade 4+. Two mitraclips were implanted without a device issue, reducing the mr to grade 2+. The mitral mean gradient pressure (mgp) was noted at 2.40mmhg. On (B)(6) 2018, the discharge echocardiogram displayed unchanged mr (2+) and a mitral mean gradient pressure of 7.9mmhg. The patient was discharged. On (B)(6) 2019, the patient expired. Reportedly, additional information was not available. There was no reported device malfunction. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effects of death and mitral stenosis, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the reported patient effects of mitral stenosis and death in this incident cannot be determined. Although a conclusive cause for the reported patient effect(s), and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, the additional information was obtained: the patient presented with severe functional mitral regurgitation (mr). Two clips were implanted without a reported device issue, reducing the mr to grade 2. On (B)(6) 2019, the patient expired, unknown if device related. Reportedly, the patient had a pre-existing coronary aneurysm that could have caused or contributed to the patients death. The two implanted mitraclips had remained stable and well seated, without any tissue injury noted.